Event description:
The customer reported that the device "does not work any more". There was no patient impact.

Manufacturer narrative:
Pr #(B)(4). A follow up report will be submitted upon completion of the investigation.